Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red under the back te pads. There was no alleged device malfunction contributing to the irritation. The patient was reported being hospitalized and in a coma, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. There is no allegation the device or rash caused the coma. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.